Manufacturer narrative:
As part of our investigation, olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported event; however only limited information was obtained. The reported scope was sent to a non-olympus third party service center (ims) for evaluation. The scope was found with an irregular bending section. The evaluation results were provided to the user facility and no additional service was requested by the customer. Since no serial number was provided, olympus was unable to perform a device service history review on the reported scope. If additional information becomes available or if the device is returned at a later time, this report will be supplemented accordingly.

Event description:
Olympus received a letter from the steris corporation stating, that an olympus colonovideoscope was involved in a patient incident at lsu health surgical facility.